Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed.

Event description:
Customer contacted ameda, inc. On 05/07/2018 to report an event that occurred on (B)(6) 2018 while pumping in her car using batteries to power on her purely yours breast pump. During the pumping process, she heard a gurgling sound followed by decreased power and indicator light began flashing. Customer turned the pump off then noted a thin gray fluid leaking from the battery compartment in the pump base. She avoided contact with this fluid therefore was not harmed. A replacement purely yours breast pump was overnight shipped to the customer.